Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. Body fluid was noted under the header. X-ray examination was performed. The lvp and rvc header wires were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. The clinical observations were able to be confirmed via laboratory analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high, out of range shock impedance measurements. Noise, oversensing and pacing inhibition resulting in greater than two seconds of asystole for the patient were also observed. An invasive surgical procedure was performed, during which, the physician discovered that the header of the device was loose and was able to be easily moved with little force. The device was explanted and replaced. There were no additional adverse patient effects reported. The device has been returned for analysis.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.